Manufacturer narrative:
Bec customer product line support (cpls) review of the archive data showed evidence of erratic qc. There were examples of qc being out of range low, within range and out of range high within the same reagent pack in various combinations and within 1 or 2 hours or minutes of each other. This was the case without calibration in-between results. Potential causes for this maybe but are not limited to instrument issues such as pipettor misalignment or ultrasonic issues. In the case of this tbhcg reagent pack number 40821 there was evidence of potential pack contamination. There was evidence of increased rlus in the level 1 qc throughout the pack. Higher than expected rlus on a calibration run on reps 38-49 of the reagent pack s/n (B)(4) could also be seen. Potential pack contamination and cause of contamination could not be confirmed.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding erratic bhcg qc results and level 1 bhcg qc shifts on their unicel dxl 600 access immunoassay system. No patient samples were affected. Per customer, a general shift upward was seen specifically for the level 1 qc after approximately 20 tests had been pipetted from the reagent pack. The customer would change to a new bhcg reagent pack and the qc issues would be resolved.